Event description:
It was reported that the device logged an event code. Physio control evaluated the device and found that the device would not provide defibrillation energy in the observed condition. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and resolved the issue. Physio will update the device software and returned the device to the customer for use.